Event description:
It was reported that the tibial baseplate was overhanging more than 3mm posteriorly on a post-op x-ray. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: no product returned with per for evaluation. Also, the lot number info of the device is not known. Engineering checked the nexgen drawings. Based upon this dimensional comparison, we would not expect the tibial implant to overhang any significant amount. Some additional observations about the x-ray pictures, the tibial component is significantly rotated in the lateral view (note view of the fibula) which may give the illusion of larger overhang than actual. Cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.